Manufacturer narrative:
(B)(4). The device was not returned to bsn.

Event description:
A report was received that a trial patient was experiencing headache because of cerebrospinal fluid leaked. The patient was in the emergency room (ER) and had the lead removed. The physician did not suspect device malfunction but that the event was procedure related. The patient was treated with steroids and a blood patch. The patient was reportedly doing well.